Event description:
It was reported that the patient presented via merlin.net transmission. The atrial channel exhibited far r wave oversensing causing auto mode switch. No patient symptoms were reported. No intervention was performed due to patient condition.